Manufacturer narrative:
Product event summary: the lead has been returned; however physical analysis is pending. The lead performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. It also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant medical products: ddbc3d1 ICD, implanted (B)(6) 2016; 5076-65 lead, implanted: (B)(6) 2016; medtronic dbs lead x2 implanted: unknown; medtronic neuro extension x2 implanted: unknown.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and pulled back into the atrium. The lead then sensed both atrial and ventricular signal resulting in inappropriate shocks. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.